Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On march 8, omsc received the literature clutch cutter knife efficacy in endoscopic submucosal dissection for early gastric neoplasms. The purpose of the literature was to compare the outcomes of endoscopic submucosal dissection (esd) for gastric neoplasms using clutch cutter (esd-c) or other knives (esd-o). Clutch cutter is non-olympus device. The esd-o was performed using an it knife2 olympus; kd-611l and or a splash m knife non olympus. The subjects were 155 patients with gastric neoplasms treated by esd between april 2016 and october 2017 at the kitakyushu municipal medical center. In the literature, 1 perforation in the esd-o group was reported. There was no information of the severe and the treatment. The literature wrote, by contrast, perforation occurred in one case of esd-o before matching data not shown, although this case was excluded after propensity score matching. Other reported injuries were in the esd-o group 3 delayed bleedings, and in the esd-c group 1 delayed bleeding. The literature wrote, ¿although it was unknown why delayed bleeding occurs, during esd-c, hemostasis was conducted by grasping and coagulation, similar to the procedure by hemostatic forceps, which may contribute to the reduction in the delayed bleeding rate. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, we assumed that perforation in the esd-o group might be associated with an it knife2 if the surgeon used an it knife2 not a splash m-knife. This report is regarding to 1 perforation in the esd-o group.